Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. H3: the lead, model# 977a260 serial# (B)(6), was returned for product analysis. Analysis of the lead revealed that conductors 0-4 and 6-7 were broken, 25.5 cm from the distal end. There were open circuits on 0-4 and 6-7. The outer insulation was pinched and the braid protruded through the insulation at the pinched area, 24 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4), g2: the country of origin is the netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that within a limited timeframe, lead electrodes showed high impedance. Surgical intervention was performed to replace the lead and the issue was resolved.